Event description:
The titanium adapter separated from the patient connector of a transfer set during use. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. This complaint is related to (B)(4). If additional relevant information is received, a follow-up will be submitted.